Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient received a high glucose alert from their cgm device while using an insulin pump operating in closed-loop mode. At the time of the alert, the cgm displayed a glucose reading of 287 mg/dl. The patient performed a confirmatory fingerstick test, which showed a significantly lower blood glucose level of 132 mg/dl. The patient reported feeling symptoms consistent with a rapid drop in blood glucose. Concerned about the situation, the patient¿s son called emergency services. Paramedics arrived approximately five minutes later and conducted another fingerstick test, which revealed a blood glucose level of 54 mg/dl. Emergency treatment was administered on-site, including a glucagon injection, along with oral intake of milk and a cupcake. The patient responded well to the intervention. Upon departure of the paramedics, the patient¿s blood glucose had stabilized at 97 mg/dl. There is no documentation of further medical evaluation or follow-up care. At the time of this report, the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.